Event description:
The customer reported a device error/service required message with a non-charging battery. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.